Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 175 mm. Vessel morphology is unknown. The patient has a history of peripheral vascular disease. It was reported that the physician inadvertently pulled on the delivery system during deployment and caused the stent graft to slip down. An aortic cuff was placed to achieve an adequate seal. Final angiogram demonstrated the presence of a type ii endoleak from a small lumbar branch with a successful outcome. No clinical sequelae were reported, and the patient is reported to be fine.